Event description:
It was reported that the ilet issued alert 38 for a motor stall and the user experienced repeated restart prompts and an ¿unable to proceed¿ message during a dry run; the device was replaced and the original is awaiting return. Symptoms included hyperglycemia with a reading reported as ¿high¿ and prior fluctuations, including hypoglycemia. Outcomes included no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device performance based on the reported alerts and return logistics for the original unit, with instructions provided for shutdown, data sync to the mobile app, and start-up on the replacement. Investigation of this device revealed a stalled motor consistent with an insulin delivery interruption related to the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.